Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Analysis summary: analysis on the monitor was performed. Visual inspection found corrosion and contamination in the battery compartment and battery terminal. It was determined there was battery compartment corrosion failure. (B)(4).

Event description:
It was further reported that the monitor has been returned.

Event description:
It was reported by the patient that there was water leaking from the battery which resulted in damage to the remote monitor. The monitor is being returned and replaced. No patient complications have been reported as a result of this event.